Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. This report is being filed on an international product, architect (B)(4) 08l44-25 that has a similar product distributed in the u.s, core list number 06l22.

Event description:
The customer observed (B)(6) results for three samples on the architect i1000sr analyzer. There was no impact to patient management reported. The following data was provided: (B)(6).

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, review of instrument logs, a review of labeling, returned sample testing and sensitivity testing. No adverse trend was identified for the customer's issue. Labeling was reviewed and found to be adequate. Three samples were received and tested: sample ID (B)(6) generated a (B)(6) result (5.27 s/co) with architect (B)(6) lot number 69339li00. Lot number 60227li00 could not be tested anymore as it had expired. Sample ids (B)(6) generated (B)(6) results (0.68 and 0.76 s/co, respectively) with architect (B)(6) lot number 69339li00. Sample ID (B)(6) also generated a (B)(6) result very close to the cutoff with prism (B)(6). Sample ID (B)(6) could not be tested further as the sample volume was insufficient. Taking into account the patient history of acute (B)(6) in (B)(6) 2015 and the (B)(6) test results for (B)(6) generated with roche and liaison at the customer site, the (B)(6) results generated by architect and prism are most likely false (B)(6). Additionally, clinical sensitivity testing of retained kits and two commercially available seroconversion panels. The seroconversion panel results were compared with historical data from architect (B)(6) and both lot numbers detected the same bleeds as (B)(6) with comparable s/co values for the seroconversion panel members. Sensitivity testing met all specifications. Based on all available information and abbott diagnostics' complaint investigation no product deficiency was identified. See also manufacturing report 3002809144-2017-00007 for the same patient information and data on a different suspect medical device.